Manufacturer narrative:
This file has referenced (B)(4), as both complaints have been raised though the same communication. However, two separate events are reported . Device evaluation: the dt-6-5f device of unknown lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution dt-6-5f devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0026) states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract. Do not use this device for any purpose other than stated intended use¿ there is evidence to suggest that the user did not follow the instructions for use as the device was not used in the upper gi tract, the duette device was used for a rectal lesion removal procedure which is in the lower gi tract and therefore this is off label use. It should also be noted that perforation is listed as a potential adverse event in the IFU. Image review: n/a. Confirmation of complaint: complaint is confirmed based on the customer and/or rep testimony. Root cause review: a definitive root cause of off label use could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. The duette device was not used in the upper gi tract, the duette device was used for a rectal lesion removal procedure which is in the lower gi tract and therefore this is off label use. Clinical input was sought and confirmed the device being used in the rectum is off label use. Summary: complaint is confirmed based on the customer and/or rep testimony. Failure identified: off label use - 01 device confirmed used. A definitive root cause of off label use could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. The duette device was not used in the upper gi tract, the duette device was used for a rectal lesion removal procedure which is in the lower gi tract and therefore this is off label use. Clinical input was sought and confirmed the device being used in the rectum is off label use. According to the initial reporter, the patient suffered perforation due to this occurrence. The patient required additional procedure within the same operating procedure to treat the perforation and was doing well after. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-may-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent a rectal lesion removal procedure in which the duette multi-band mucosectomy device, g35129, was used. The rectal lesion was approximately 1cm. Upon removing lesion a perforation occurred. Five hemoclips were used to repair the perforation. Post procedure the patient was dong well. Seven hemoclips were placed to repair perforation. 1.1 general questions. 1.1.1 please advise the anatomical location of the intended target site. Rectal lesion. 1.1.2 what make & model of endoscope was used? 1.1.3 was a disposable cap used at the biopsy port? N/a, yes, no. If yes, please list the cap manufacturer and part number. 1.1.4 was secure attachment of duette handle successfully accomplished at biopsy port? N/a, yes, no. 1.1.5 was lubricant allowed between the inside of the ligator and the endoscope¿s distal end? N/a, yes, no. 1.1.6 was alcohol applied to the device? N/a, yes, no. 1.1.7 was the endoscope wiped free of fluids before attachment of the ligator barrel? N/a, yes, no. 1.1.8 was the knot in the trigger cord sealed into the hole of the handle? N/a, yes, no. 1.1.9 was the endoscope curved or straight during loading of the trigger cord into the handle? N/a, curved, straight. 1.1.10 was the handle placed in the two-way position before straightening the endoscope? N/a, yes, no. 1.1.11 was the handle kept in the two-way position until ready to deploy the bands? N/a, yes, no. 1.1.12 was the handle kept in the two-way position when withdrawing the endoscope? N/a, yes, no. 1.1.13 was the complaint issue identified prior to use? No. If yes, what was observed? 1.1.14 if performance was not what was expected, what occurred? 1.1.15 what was the outcome? Good and patient was doing well. 1.1.16 was the reason for the poor performance identified during or post the procedure? N/a, during, post. If yes, what was the reason identified by the user/ hospital. 1.1.17 on what step of the procedure was the issue identified? Removal of the lesion. 1.1.18 did the patient require any additional procedures as a result of this event? Seven hemoclips placed to repair perforation. 1.1.19 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 1.1.20 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. 1.1.21 was the endoscope tip curved during loading of the trigger cord into the handle?